Event description:
A patient's meter would not turn off. This issue was not resolved with troubleshooting. The reason that this case is being reported is that the customer needs to turn the meter off and turn it on again to begin a test using any of the company's meters. They did not have any symptoms. They also mentioned that they were uncomfortable testing on the meter due to previous high readings they got. They did a precision testing on the meter with results of 430 mg/dl, 130 mg/dl and 120 mg/dl within 10 minutes. The difference was 81%. The control solution test passed on the meter. There was no medical intervention or treatment given.